Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector damaged) has been confirmed. Upon evaluation of the electrode belt, the trunk cable connector was damaged and was unable to connect with a monitor.  The root cause for the damaged connector was excessive force.  No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient 's electrode belt was damaged.